Event description:
The lights on the controller illuminated along with a loud audible alarm similar to a "self test" alarm. There was no precipitating event that lead up to the alarm and the patient was unable to re-create it by manipulating the controller cables. The patient called the vad office and was instructed to change to the backup controller.